Event description:
Noted blood leaking on a patient blood tubing set, at the blood pump area, upon inspecting, noted a tear on the blood pump segment of the blood tubing set and blood was leaking, about 250cc total blood loss. Device lot number was not recorded. Notified biomed, he noted that the blood pump rotor was missing the guides for the blood lines and may or may not have caused the tear. Biomed was able to change the malfunctioned part, the treatment was resumed with new lines, the patient was asymptomatic,vital signs were stable, and patient was able to finish treatment without problems, facility administrator and physician was made aware of the event. The patient did return for their next scheduled treatment without issues.